Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The spectrum infusion system operator's manual describes how to set up the bolus mode of operation. The manual informs user that, in order to utilize this feature, the pump must be programmed with either a specific rate (that is available in basic mode only), or a specific volume to be delivered within a certain amount of time. Whenever a healthcare professional is using the pump, they are responsible for ensuring that the right parameters are programmed for the right patient. If oxytocin solution was delivered "instead of" lactated ringers, this indicates a use error. The pump asks the user to confirm change of settings before starting or resuming therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pre-labor patient was receiving an infusion of oxytocin (programmed at the dose of 6 milliunits/min, in a 500 ml bag) with a spectrum pump. After the patient delivered, the nurse wanted to bolus the remaining bag. When it was required to use the "bolus feature" the nurse had "to know exactly how many mls are left and a time to run that over". According to the reporter, this was "not possible" and therefore the dose error reduction system (ders) programming could not be utilized. It was further reported that the oxytocin was administered as a bolus instead of lactated ringers (lr) solution. The patient was administered terbutaline as a reversal treatment. No additional information is available.